Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis and low blood pressure. The reported blood glucose reading was 800 mg/dl. The caller was not with the customer at the time of the call, therefore, troubleshooting was not possible. The caller stated that she would have the customer call back for troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.